Event description:
It was reported that the customer had been experiencing high blood glucose levels for 10 to 12 days even though he had not been eating much. The customer's blood glucose was 596 mg/dl. The customer treated himself with a maximum bolus of 25 units of insulin and a manual injection. The customer expressed light-headedness when standing up as a symptom of his high blood glucose. Troubleshooting was done. Upon checking alarm history, the customer found multiple occurences of the no delivery alarm. The customer stated that he would just resume insulin pump therapy sometimes after receiving the alarm. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer stated he would call back in order to continue troubleshooting. Advised customer to monitor the insulin pump and call back if he required further assistance. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.